Manufacturer narrative:
The large needle driver instrument has not been returned to isi for failure analysis investigations; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, while the surgeon was performing anastomosis of the patient's bladder/urethra, the suture needle became stuck in the patient's peritoneum and due to the location of the needle the surgeon made the decision to have the patient retain the affected suture needle and allow it to migrate out of the patient. At this time, the root cause of the customer reported failure in unknown. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused the suture to become stuck in the patient's peritoneum.

Event description:
It was reported that during a da vinci-assisted prostatectomy with inguinal hernia procedure, while the surgeon was performing suture utilizing the large needle driver instrument, the suture needle was missing. According to the intuitive surgical, inc. (Isi) clinical sales representative(csr) who was present during the prostatectomy portion of the procedure, while the surgeon was performing anastomosis of the bladder/urethra, the needle became stuck in the peritoneum. The csr observed that after the surgeon drove the needle, the surgeon let go of the suture needle and it was observed that suture was there but there was no needle. The surgeon attempted to locate the suture needle via a cystoscopy, however, the surgeon was unable to locate the needle. The patient underwent an x-ray and the needle was lcoated, however, due to the location of the suture needle the surgeon made the decision to have the patient retain the affected suture needle and to allow the suture needle to migrate out of the patient. The site will continue to monitor the patient. At the time of this report there was no report of any intra-operative or post-operative injury to the patient due to the retained suture needle. Intuitive surgical, inc. (Isi) obtained the following addittional information: during the surgical procedure, the surgeon utilized two separate large needle driver instruments to suture the patient's tissue. Furthermore, it could not be confirmed which of the two instruments was the one used at time the reported failure occurred. The isi csr observed the surgeon throwing the needle roughly while suturing. The large needle driver instruments were inspected and there was no damage observed to either instrument. The isi csr was informed by the site that the surgeon believed that the issue could have benn the suture needle and/or the large needle driver instrument. However, the surgeon did not provide information concerning in what way the reported devices contributed to the reported issue. The surgeon continued to use the large needle driver instrument to complete the planned surgical procedure.